Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery. After a guide catheter was advanced in the lesion, a 3.0 x 38mm synergy ii drug-eluting stent was inserted into the guiding catheter but it could not be inserted because it was narrow. When the device was removed, it was noted that the stent was lifted. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery. After a guide catheter was advanced in the lesion, a 3.0 x 38mm synergy ii drug-eluting stent was inserted into the guiding catheter but it could not be inserted because it was narrow. When the device was removed, it was noted that the stent was lifted. The procedure was completed with a different device. No patient complications were reported. Synergy ous mr 3.00 x 38mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. Damage was noted to the 4 most distal stent strut rows. The undamaged section of the crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found multiple kinks along the inner shaft polymer extrusion. A 0.014" guide wire was tracked through the wire lumen; the wire could track through but met some resistance at the kinks in the shaft polymer extrusion. An examination (visual and via scope) found damage to the tip. No other issues were identified during the product analysis.